Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/19/2023, it was reported by an arthrex subsidiary employee via sems (B)(4) that an ar-7300rbe burr blade broke. This was discovered during a procedure on (B)(6) 2023. Additional information requested.

Manufacturer narrative:
Complaint is confirmed. Upon visual inspection, it was noted that the outer and inner tubes of the burr, round, sj, 8 flute, 3.0 mm x 7 cm were bent and broken. The tip of the inner tube was broken off. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error due to allowing the rotating portion to touch any metallic object during use, that damage to the device can range from a slight distortion or dulling of the blade/burr edge to actual fracture of the tip in vivo.

Event description:
Additional information received on 1/15/2024. This was discovered during a wrist arthroscopy procedure. All broken fragments were removed. The case was completed by opening a new ar-7300rbe burr. The patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
Additional information: b5, g4, h3, h6. The complaint is confirmed based on the customer provided photo, which shows that the burr tip was broken and abrasion marks on the shaft were noted. The most likely cause for the reported failure can be attributed to prying/leveraging the device during insertion.